Event description:
It was reported that, pin at the end of the handle pushed into the center and did not allow the trial to slide over the guide wire. The doc cut the pin to allow the trial to far enough over the pin to determine if he wanted that size. He used the next size up and case went well.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.